Event description:
The pt reportedly experienced inflammation at the implant site. The implant surgeon removed the damaged tissue and closed the wound. The pt was advised to not use his implant until the wound heals. Advanced bionics is currently gathering more info. If more info becomes available, advanced bionics will submit a supplemental report.